Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Over the course of a few months the user's hearing with the device began to deteriorate. Further imaging is planned and re-implantation is being considered.

Manufacturer narrative:
Additional information:.

Event description:
Over the course of a few months the user's hearing with the device began to deteriorate. Further imaging is planned and re-implantation is being considered. Despite requested, no further information was received.